Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the date of the event and the details were confirmed based on the log review. The instrument was inspected prior to use. There was no damage noticed out of the ordinary. There was no damage to the instrument noted. The pin gauge was not used to inspect the spatula. There was no arcing observed. The surgical task being performed was gallbladder dissection. The instrument was connected appropriately. An erbe was used and there was no instrument collision observed. When the arcing event occurred, the instrument tips were in contact with the tissue. The instrument tips did not touch any staples while being energized. The jaws were not immersed in liquid prior to activating the instrument. There was no patient injury. The patient has not returned to the hospital experiencing any post-surgical complications as a result of the arcing event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed and the complaint was not confirmed or replicated by failure analysis. The instrument was placed on an in-house system and passed recognition and engagement testing. Instrument showed 5 lives left on all systems. No product issue was identified. A weld to spat inspection was performed and the conductor cap was removed. No damage was found to the conductor wire or insulation. Also attached pictures of the weld to spat where the cap was removed and no damage was found. There was no damage to the conductor wire and no parts were dislodged. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument started smoking during the procedure. The procedure was completed with no reported injury.